Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this device and right ventricular (rv) lead recently exhibited high defibrillation thresholds. As a result the patient experienced a ventricular fibrillation (vf) and the first few shocks did not convert the patient. The physician elected to explant both the device and lad, and implant a subcutaneous array to the system. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.